Manufacturer narrative:
The customer could not determine the source of the leak and a service visit was set up however it was cancelled later since the customer located that the leak was from the lyse delivery line that had cracked. The customer replaced it with a new lyse delivery line and the issue was resolved. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) reporting a leak inside their coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. The lab's exposure control/risk management plans are in place. No injury or exposure was reported and no patient samples were affected by the leak.